Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D10. Concomitant medical products. Ilpc343u, certain® low profile one-piece abutment 3.4 mm(d) x 3 mm(h) lot 2120030222.

Event description:
It was reported that the multi unit abutment screws fractured. The clinician was trying to screw the scanbody for taking impressions and the abutments came together. The fractured part of the screw was removed. Tooth location 23 and 13.